Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a pci procedure, a stent dislodgement occurred. The 100% stenotic lesion was located in the non-calcified and averagely tortuous distal right coronary artery (rca). The liberte' monorail stent delivery system failed to cross the lesion. While pulling the stent delivery system back through the guide catheter, the stent rubbed on the distal tip of the guide catheter and dislodged in the patient. The stent was successfully removed with a snare. The procedure was not completed due to another reason. Patient status is reported as "stable".